Event description:
The nurse had successfully inserted a peripheral IV. When withdrawing the stylet to leave the plastic angio catheter in place, the wire part of the stylet broke leaving the needle and part of the wire within the plastic tubing. We have never seen this malfunction before. IV was removed and a new one was inserted. Original packaging was not saved but device was from one of two lot numbers. The device is available to be picked up by a representative.